Manufacturer narrative:
Continuation of medical devices: dtbb1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.